Event description:
During service by baxter technician, the device failed accuracy test with underdelivery. The hospital representative stated thy have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated.